Event description:
It was reported that the patient presented to hospital for an implant procedure. During the implantation testing, the right ventricular (rv) lead was noted to exhibited elevated pacing threshold resulting in loss of capture. Multiple reposition attempts were made, the issue persisted. The rv lead was not used and replaced on (B)(6) 2026. The patient was in stable condition.